Manufacturer narrative:
Analysis identified damage to the threads on the stimloc screw. The returned screw has damaged threads at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) via the health care provider (hcp) indicated that the use of a kerrison rongeur during the implant procedure may have influenced the bone integrity and consequently the ability of the screw to fixate to the bone.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the burr hole cover screw could not be screwed into the bone. The tip of the screw appeared blunt. A different burr hole screw was used in place of the blunt one and the issue was resolved. There were no patient consequences. No further complications were reported or anticipated.